Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Visibility/palpability: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, opening on anterior side assessed, as fold flaw opening. Observed, delamination total of the valve (adhesive failure) observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.